Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 4.10d. Unit passed the displacement test. Unit had label damage, cracked keypad overlay. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Unable to confirm battery cap damage due to battery cap not come with unit.

Event description:
Medtronic received information that damage (physical or cosmetic), labeling anomaly occurred. There was no adverse impact or consequence reported as a result of this event.